Event description:
It was reported that during the implant procedure, due to patient anatomy the lead could not be fixed to target position. The lead dislodged while slitting. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.